Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving clonidine (100 mcg/ml at 4947.48 mcg/day), bupivacaine (20 mg/ml at 9.496 mg/day), and baclofen (2000 mcg/ml at 949.6 mcg/day) via an implanted pump. The indication for pump use was post spinal cord injury and intractable spasticity. On (B)(6) 2018 it was reported that two months or so ago the patient¿s pump started to beep a quiet tone he couldn't really hear. Then it was time to get his pump refilled on (B)(6) 2017 and he told his doctor about the beep. The doctor read the pump and it gave them a code that the pump needed to be replaced by (B)(6) 2018. Now the pump was making a loud alarm. The critical alarm started last week. The patient believed the pump shut down. He had had increased spasticity, sweating, and vomiting since (B)(6) 2018. His pcp (primary care physician) called in a prescription for oral baclofen to help him. Today ((B)(6) 2018), he could hardly stand to get in his wheelchair. He wasn't sure if he could get in his truck to drive to the appointment today that he had scheduled with the neurosurgeon for his pre-op consultation. He had called in to his doctor, but the doctor¿s office was shut down. He also called the neurosurgeon he had the appointment scheduled with regarding his symptoms. No further complications have been reported as a result of this event.